Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided three photos for analysis. The complaint of an unraveled guide wire was able to be confirmed by the photo. The image shows a guidewire with evidence of unraveling; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel.". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force when tested per iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause cannot be determined without the device returned for analysis. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported that "a physician attempted to place this product inside a patient, and as you can see from pic 1, a piece broke off." Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a physician attempted to place this product inside a patient, and as you can see from pic 1, a piece broke off." Additional information was requested from the customer; however, further details have not been provided at this time.